Manufacturer narrative:
The initial reporter was the getinge technician. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 5th september 2023 getinge became aware of an issue with one of our surgical lights ¿powerled. During preventive maintenance it was found the handles on light heads were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site telephone: (B)(6). The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of d4 catalog #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Fields deems required. This is based on the internal evaluation. Previous d4 catalog # ard568415010c. Corrected d4 catalog # ard568350931/ard568350939. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ powerled. During preventive maintenance it was found the handles on light heads were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Missing part xten/pwd500/700-tilt control handle (ard367840998) was replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: it is not clear from the information available why the handle was missing. No damaged parts or faults were reported on the device. The missing part does not correspond to a defect in the device. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.